Manufacturer narrative:
Concomitant medical products: product ID: 389133, lot# j0405852v, implanted: (B)(6) 2004, product type: lead. Product ID: 389133, lot# j0406062v, implanted: (B)(6) 2004, product type: lead. Product ID: 389133, lot# j0405852v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient reported the lead wire was coming loose and sticking out of her hip causing pain. The patient reported having fallen at different times. The indication for use was multiple back operations. If additional information is received, a follow up report will be sent.